Manufacturer narrative:
Date sent: 09/05/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastric bypass procedure, after receiving an instrument error, it was noticed that the blade tip broke off. Tip was not retrieved. Another device was used to complete the procedure.